Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) tachycardia therapy had been programmed off in the past due to multiple shocks. Review of the current data found that the ICD had stored both atrial and ventricular episodes and the presenting electrogram (egm) showed a chronic atrial arrhythmia. It was noted that all the ventricular episodes appeared to be atrial driven from rapid ventricular response. No adverse patient effects were reported and the ICD remains implanted in the patient.